Event description:
Patient representative reported left side "the patient noticed a slight enlargement of their left breast; patient then underwent radiological tests that detected the presence of suspected prosthetic fluid; the periprosthetic tissue was then taken and histological examination performed. As a result of the tests, our client was diagnosed with anaplastic lymphoma". Device has been explanted.

Manufacturer narrative:
The events of seroma, lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphoma alcl suspected.

Event description:
Patient representative reported left side "the patient noticed a slight enlargement of their left breast; patient then underwent radiological tests that detected the presence of suspected prosthetic fluid; the periprosthetic tissue was then taken and histological examination performed. As a result of the tests, our client was diagnosed with anaplastic lymphoma". Histopathological marker of cd30+ was provided. Histopathological marker of alk- has not been received. Hence the report of alcl has not been confirmed. Device has been explanted.

Manufacturer narrative:
Histopathological marker cd30+ was provided. Alk- marker was not provided. Hence bia-alcl has not been confirmed. Per doctor, stated bia-alcl was confirmed. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl-suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev 3.0 was performed, and the event of lymphoma ¿ alcl-suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.